Event description:
Voluntary medwatch received states that the lead was explanted due to sepsis, bacteremia, endocarditis and infection. The patient status was unknown.

Manufacturer narrative:
Correction: b2 section: ¿required intervention to prevent permanent impairment/damage (devices) ¿should not have been checked.

Event description:
Voluntary medwatch received states that the lead exhibited sepsis, bacteremia, endocarditis and infection. The intervention was not provided and cannot be obtained. The patient status was unknown.